Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 27. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, bleeding, and increased sensitivity. No further patient complications were reported.